Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified and a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer did confirm that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. The customer did not provide the specific steps taken during the cleaning sterilization and disinfection (cds) process. The hygiene microbiological investigation report indicated the channels of the scope were cultured and detected 1 cfu/ml of staphylococcus hominis in the air/water channel. In a repeat test after reprocessing, no growth was detected. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The device evaluation found the plastic distal end cover had foreign material; the grip had a scratch; due to fray of the forceps elevator wire, the forceps skips or sways on the upper half of the endoscopic image; the cover of the light guide bundle was damaged; the light guide lens had a crack; the connecting tube had a scratch; the forceps elevator had foreign material or a stain, resembling a burn; the distal end had residual liquid; the adhesive around objective lens had wear; there was corrosion around the forceps elevator. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during routine microbiological testing, the evis exera iii duodenovideoscope tested positive twice for unexpected contamination. The first test on (B)(6) 2023 detected 6 colony forming units (cfus)/100ml of bacillus spp. The second test on (B)(6) 2023 detected 2 cfu/100ml of bacillus spp and 1 cfu/100ml of staphylococcus spp. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.